Event description:
It was reported that an in-office check showed an increased in power consumption on this pacemaker system. Technical services (ts) reviewed the information for this right atrial (ra) lead and noted that the patient had been in atrial fibrillation (af) since approximately eight months prior and explained that continuous high-rate atrial sensing can negatively impact device longevity. Ts noted atrial undersensing during af episodes. The representative adjusted the atrial sensitivity setting on this ra lead, this should improve longevity. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.